Manufacturer narrative:
(B)(4).

Event description:
It was reported when a dependent asymptomatic patient presented to the clinic for a follow-up, the device was found in backup vvi mode. The issue was resolved after a device download was successfully installed.